Manufacturer narrative:
Reported event premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Session records and analysis of device image indicated device operated at pacing output settings as well as cap confirm and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as cap confirm and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Assessment of total projected longevity was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net with the elective replacement indicator (eri) triggered on the pulse generator. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.